Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "electrodes off" message, and the device was unable to detect an ECG signal. Complainant indicated that there was no patient involvement in the reported malfunction.